Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The button contacts were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the ok button was sticking and the pump was not always responding to ok button presses. The pt denied that the keypad was damaged.